Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Event description:
It was reported a revision surgery was performed due to infection. All implants were removed and the patient became unwell so the surgery was halted. Revision implants will be inserted at another date.